Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received pump error. It was reported that the device would be replaced. No further information provided.

Manufacturer narrative:
No unexpected pump error noted. The pump was returned for power error alarms. The detailed trace analysis did not confirm the alarm. The back up battery unloaded voltage did not drop below 3.7v for 240 consecutive minutes. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.